Event description:
It was reported to medtronic neurosurgery that after the shunt was implanted on (B)(6) 2012, the patient experienced worsening symptoms of hydrocephalus. When the physician did an investigation of the shunt, they found that the tip of the ventricular catheter had become buried in the wall of the ventricle. They replaced the ventricular catheter in (B)(6) 2013. It was also reported that the patient has congenital hydrocephalus and a habit of hitting their head against a wall.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as a lot number was not possible as a lot number was not provided.